Event description:
It was reported that the patient was having head and neck aches when stimulation was one. It was reported that there was no impedance issues. It was reported that there were no known product issue. It was reported that the patient needed more ¿stim in low back.¿ it was reported that the patient was able to get stim in low back and legs with new contact selection. It was reported that the patient had ¿been getting head and neck aches the last month or so, when stimulation is on.¿ it was reported that the patient had not been using the system implant as much lately. It was reported that while stimulation was being reprogrammed on day of report neck tightness returned. It was reported that the physician had suggested that the patient leave the stimulation off for two weeks or so, then try it again. It was reported that the patient did not have any issues recharging. Patient was alive with no injury at the time of report. Additional information reported that the patient reported headaches with stimulation. Device and leads were explanted on (B)(6) 2013. Product was not replaced. Reason for removal was ¿headaches with stim.¿ there was no patient injury or death. Patient status after the device was removed was ¿recovered without sequela.¿

Manufacturer narrative:
Concomitant medical products: product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 37754, serial# (B)(4), product type: recharger; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: lead; product ID 3550-39, lot# unknown, explanted: (B)(6) 2013, product type: accessory; product ID 3550-39, lot# unknown, explanted: (B)(6) 2013, product type: accessory. (B)(4).

Manufacturer narrative:
Analysis of the implantable neurostimulator (s/n (B)(4)) found no anomaly. Analysis of the lead (lot #va091v8026) found no significant anomaly. The stim lead body was cut through. Analysis of the titan lead anchors 3550-39 found no anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.